Event description:
Olympus workstations are designed for use with a range of olympus equipment to facilitate endoscopy procedures. Keymed ltd have become aware of an event where after the completion of an unknown procedure, the facility staff pulled the plug of the subject device from the power outlet, a spark was generated from the power outlet. Also the metal part of the plug was slightly melted. The power cord was replaced and there was no problem. There was no report of injury to patient or facility staff and therefore this report is submitted in an abundance of caution.

Manufacturer narrative:
The power cable was returned to the olympus (B)(4) for an initial investigation. Keymed ltd have requested that the power cable and plug be returned to keymed ltd, as the manufacturer for further investigation.